Event description:
It was reported that the user experienced an infusion set occlusion that triggered an occlusion alert and resulted in elevated blood glucose to 200 mg/dl, which resolved after the user changed supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery after supply replacement. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the event was consistent with an infusion set occlusion that was corrected by replacing the cannula and connectors. It was concluded, based on previously established findings for similar reports, that the cause was user-level or use-environment factors inherent to infusion set performance, with no evidence of device malfunction. Replacement infusion supplies were provided and education was completed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.